Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011; inratio: >7.5; lab: 1.3. Meter results did not fit the clinical picture, so caller immediately did a lab draw and sent it to the lab. No pt info was provided.

Manufacturer narrative:
Investigation pending.